Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 40mm in length, concentric,de novo target lesion was located in the moderately tortuous, severely calcified and 2.75mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. A 3.5 non bsc guide catheter was placed. After a 0.014 non bsc guide wire crossed the lesion, a 1.5x15mm emerge balloon catheter was advanced for predilation of the lesion. Then a 2.75x38mm promus element¿ plus stent was advanced and crossed 40% of the lesion when the device encountered resistance. The lesion was again dilated using a 2x20mm emerge balloon catheter and the 2.75x38mm promus element¿ plus stent was again advanced to the lesion but failed. The device was removed and it was found out that the stent was damaged. The procedure was completed with a 2.75x38mm promus element¿ plus stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 40mm in length, concentric,de novo target lesion was located in the moderately tortuous, severely calcified and 2.75mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. A 3.5 non bsc guide catheter was placed. After a 0.014 non bsc guide wire crossed the lesion, a 1.5x15mm emerge balloon catheter was advanced for predilation of the lesion. Then a 2.75x38mm promus element¿ plus stent was advanced and crossed 40% of the lesion when the device encountered resistance. The lesion was again dilated using a 2x20mm emerge balloon catheter and the 2.75x38mm promus element¿ plus stent was again advanced to the lesion but failed. The device was removed and it was found out that the stent was damaged. The procedure was completed with a 2.75x38mm promus element¿ plus stent. No patient complications were reported and the patient¿s status was stable.